Event description:
Approximately five months after the hvad implantation, the site exchanged the patient's controller. From the information provided it is unclear why this controller was being changed. When they connected a second controller, this controller failed to start the pump. The site personnel then re-connected the initial controller. There was no reported patient injury associated with these controller exchanges. The vad coordinator reported that she used the suspect controller on a mock loop without any issues. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced flows greater than 10l/min on rvad with the reported controller. The physician advise a controller exchange. During the controller exchange, the rvad would not start with the controller in question. As a result, the original controller was connected back on patient. The vad coordinator then tried the controller in question on a mock loop and it started the pump. The patient is having the rvad pump exchanged following this event due to the expected thrombus and flows not improving. There was no reported patient injury as a result of this event. Evaluation of the controller revealed that it passed visual and functional testing. Log files do not show indication of the controller failing to re-start the pump when connected. The root cause of the reported "vad stop alarm" event could not be conclusively determined; controller worked as intended. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.